Manufacturer narrative:
The pump was received with operating currents within specification and passed the self test, unexpected restart, rewind and displacement tests. No motor error alarms were noted. However, unable to prime during the prime test and the pump alarmed compromised force sensor system during the basic occlusion test due to a faulty force sensor system. The motor was tested outside the device and passed. Unable to perform the excessive no delivery test due to the prime anomaly. The drive support was inspected and no anomaly was noted. The pump was received with a cracked case at the display window corners, a cracked case at the reservoir tube window corners, a cracked reservoir tube window, a broken belt clip slot, cracked battery tube threads and minor scratches on the lcd window. The pump was received with a corroded lcd board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving a no delivery alarm and motor error alarms. Customer's blood glucose was unknown. During troubleshooting, customer reported that drive support cap was flushed. Customer was advised that insulin pump would need to be replaced.